Manufacturer narrative:
The information described in this report was collected by the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. Additional device involved in this event: tgu313110/lot number unknown. (B)(4).

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2015, a patient underwent urgent treatment of a symptomatic acute dissection extending from zones 4 to 5. Two conformable gore tag thoracic endoprostheses (tgu313115, tgu313110) were reportedly implanted in zones 4 and 5. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 5. It was reported that during the procedure, there was injury to the right access artery, which was repaired endovascularly. No transfusion was reportedly performed during the procedure. On an unknown date approximately 60 days post-operatively, imaging identified > 5 mm aortic enlargement proximal to and within the treated area, with persistent false lumen perfusion within the treated area from the primary entry tear. Imaging also reportedly identified extension of the dissection proximally, with the dissection extending into zone 3. No additional procedures related to the initial dissection treatment were reportedly performed. On an unknown date 60 days post-operatively, the patient underwent elective endovascular repair of an abdominal aortic aneurysm. On an unknown date approximately 116 days post-operatively, the patient expired. It was reported the patient¿s death was not related to the dissection procedure or treatment.